Manufacturer narrative:
G3: aware date of previous information was corrected from 2021-mar-21 to 2022-mar-21. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that according to the baseline history form, the subject had a history of chronic uti. The pt felt that this event was related to the device, but did not provide a rationale. The issue was resolved (B)(6) 2021 after macrobid was given on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the battery up too high on (B)(6) 2020. Stimulation was due to programming specify final programming date and time for most recent interrogation prior to event on (B)(6) 2020. The experienced pelvic pain (B)(6) 2020. It was indicated that the pain resolved after battery was turned down. The relationship of the event to the device or therapy is related. The relationship of the event to the implant procedure is not related. Resolved without sequelae (B)(6) 2020. Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on (B)(6) 2021 during an unscheduled clinic visit patient complained certain programs seem to "bother her". In office (B)(6) 2021; complained of pain in the buttocks with radiation to her leg and toe. Generally, device causing discomfort. She was recommended to have device reprogrammed. Also, explore possibility to replace device with an axonics one if programming does not resolve pain. In office (B)(6) 2021; she reports doing well with device. It was stated that it was due to programming specify final programming date and time for most recent interrogation prior to event: (B)(6) 2021. Resolved without sequelae (B)(6) 2021. Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) on (B)(6) 2021 it stated that on in office (B)(6) 2021. She related low back pain and discomfort with urination x 2-3 days. No fever, chills or night sweats. She suspects uti. Positive for uti on (B)(6) 2021 and patient took : macrobid for uti action date: (B)(6) 2020. On (B)(6) 2021 patient reported the uti has cleared and the symptoms have resolved. Implanted worked great but she admits to not keeping it charged. She was encouraged to use it continuously to prevent future infections. In office (B)(6) 2021; reports uti symptoms resolved on antibiotics. It was stated that this was related to device or therapy. It was also stated that the patient as far as recharging process is concerned, patient had a cognitive difficulties with recharging resolved without sequelae (B)(6) -2021. No further complications were reported/anticipated at this time.